Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly. As well, as that the battery gauge was fluctuating. Customer¿s blood glucose level was 100-300 mg/dl. Customer continued to use the pump for insulin therapy.